Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device continued to deliver fluid after the bolus dose was delivered, and fluid leaked onto the floor. The location of the leak and the intended programming parameters were not provided. There is no report af any patient harm.

Manufacturer narrative:
The customer¿s report that the device continued to deliver fluid after the bolus dose was delivered and that fluid leaked onto the floor could not be confirmed or duplicated. The reported date and time of the incident could also not be confirmed. The system had no recorded usage at the reported event time of 1:23am on (B)(6) 2016. No bolus dose was found to have been programmed; the associated pcu event log showed that an infusion of maintenance fluid was performed at a rate of 999ml/hr on (B)(6) 2016 between 12:35am and 12:48am. The infusion was interrupted numerous times by air in line (ail) alarms. At 12:49 am the user changed the rate to 500ml/hr, an occlusion patient side alarm occurred, and the user terminated the infusion 4 minutes later, before the programmed vtbi completed. The testing and inspection identified no malfunctions and found the system to be infusing within specification. No continued fluid flow occurred during testing when the infusions were stopped. No leaks occurred with the returned disposable set. No false ail alarms occurred during the testing. The root cause of the reported event was not identified.